Event description:
Customer reports a fiber leak on reuse number 15 at the onset of treatment noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 200cc. Transmembrane pressure was elevated just prior to the alarm but no specific readings are available. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.